Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows an hcp holds one maxcore device which is in half prime position. The second photo shows a maxcore device in half prime position without protective tube and yellow guard. No other anomalies are identified. Based on the review of the photos, the reported issue cannot be confirmed. One electronic video was provided and reviewed. In the video, initially the device is in half prime position then the hcp attempts to fire the device and the outer cannula can't be released from the prime position. Based on the video review, the reported failure to fire issue is confirmed. Therefore, based on the investigation review for the reported failure to fire issue was determined to be confirmed as the provided video evidence support the event. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guide kidney biopsy procedure via normal density tissue using the maxcore. During the procedure, the cannula of the device can not be fired. Further it was reported that firing button bit stuck but cannot be pressed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.